Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The customer troubleshot with technical support and was advised to replace the liquid crystal display (lcd). The part was returned to the manufacturer for investigation: an investigation was performed and the product analysis technician reported that the root cause was isolated to a broken cold cathode fluorescent lamp (ccfl) backlight . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the display was dim. There was no patient involvement.